Event description:
It was reported that the patient was charging more than expected. It was noted that this was implied through discussion rather than explicit statements. It was noted that the patient was recharging two hours per day on average. A recharge interval calculation was performed at 5.6v, a pulse width of 90 and a rate of 160. Therapy impedance was 946. The recharge interval was expected to be somewhere between 12-15 days from 100% to depletion. It was further reported that the patient was spending a lot of time recharging and this was described as a couple hours a day until the last two days prior to report which were ¿sporadic.¿ it was noted that the patient was ¿barrel chested¿ and the ¿holster¿ did not work well and the patient just ¿set it there¿ and let it run. The caller noted that during the shortest recharge session the day prior to report the internal battery shut off after a ¿couple of minutes.¿ it was noted that the patient¿s battery was at 75% and the internal battery shut off by itself at the end of the recharging session one day prior to report. It was noted that the patient¿s battery ¿went to a low volume and shut off.¿ the caller met with the patient on the date of report, recharging was attempted one or two times and the battery was still at 75%. Additional information received reported that the manufacturing representative did not know what caused the device to shut off. The patient was receiving effective therapy and could charge normally. It was noted that diagnostics were performed on the device and nothing was found. There were no malfunctions seen and the cause of issue was not determined. The patient was trained and able to demonstrate effective recharging. It was noted that recharge frequency matched the patient¿s settings.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v182607, implanted: 2009-(B)(6), product type lead, product ID 7482a51, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 37602, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator, product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 64001, lot# n219795, implanted: 2012-(B)(6), product type adapter, product ID 37651, serial# (B)(4), product type recharger, product ID 3389s-40, lot# v079662, implanted: 2008-(B)(6), product type lead, product ID 7482a51, serial# (B)(4), implanted: 2008-(B)(6), product type extension. (B)(4).